Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm that appeared on the display of the home patient's homechoice machine during initial drain. Per initial report, baxter's tehcnical service center assisted completing therapy. Hp's nurse stated that the hp developed peritonitis about the time the hp called into baxter tech services ctr. Nurse stated that she did not want to give out anymore info regarding the hp's peritonitis episode.